Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system with flap was partially incomplete and the incomplete flap was cut with a knife to recover in unknown eye during cataract surgery and procedure was completed without any issues. There is no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The company representative was able to confirm the reported event. However, they were not able to replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the reported event was not confirmed, the root cause of the reported event is inconclusive. Based on the information obtained, the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).